Event description:
Reported seeing moisture inside of the device's cartridge compartment. Pt stated that, when pt removed the device's adapter and insulin cartridge, pt discovered that insulin had pooled at the base of the cartridge chamber. No error messages were generated by the device. Pt stated that their blood glucose was elevated (289 mg/dl). Pt self-treated by switching to insulin injections.